Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. Visual inspection was performed and showed no fault was found. Functional inspection was performed and suction failure and component failure was confirmed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. Root cause is a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during set up/inspection the renasys go device had no suction; the procedure was successfully completed without delay using the same device. No patient injury or other complications were reported.